Event description:
The customer reported that upon power on the device exhibits an error code 01000 (defib failure, biphasic error). This error code is accompanied with the message/instruction "defib failure- cycle power." There was no report of patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported that upon power on the device exhibits an error code 01000 (defib failure, biphasic error). This error code is accompanied with the message/instruction "defib failure- cycle power." There was no report of patient involvement or negative patient impact. The device was evaluated at philips and the malfunction was confirmed. Replacement of the power pca resolved this malfunction.